Manufacturer narrative:
Through follow-up communication livanova deutschland learned that there was no interruption of the gas supply and that an error message related to the co2 was displayed.

Event description:
See initial report.

Event description:
See initial report.

Manufacturer narrative:
H.10: the measuring bridge, gas regulator, plug and front panel have been replaced. The device was cleaned and re-calibrated and functional verification testing was completed without further issues and the unit was returned to service.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 gas blender system. The incident occurred in (B)(6). Livanova (B)(4) initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a s5 gas blender system was alarming when co2 supply was connected to the device. There was no report of patient injury.